Event description:
Minor burn from sentio mmg stimulator noted on pt right buttock from grounding pad when drapes removed. When pt was rolled over on to bed from jackson table a large black necrotic burn noted on pt left anterior thigh. The wire from the sensor that was placed on her thigh had came loose and was touching her left thigh. Surgeon had already left the room when the burns were discovered. He was immediately notified. The sentio mmg stimulator was taken out of service. During the surgery a green light with word go in a circle was noted with words stimulating under it. Then red circle which said stop and not stimulating. The surgeon aware of this during the surgery. New stimulator probe was opened. Stimulator machine turned off then turned back on by stryker spine rep who was troubleshooting the sentio mmg stimulator.